Event description:
It was reported that a basal/bolus infusor leaked. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13b057 was manufactured february 18, 2013 - february 19, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the cause of the leak was an inadequate ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One filled sample was received with fluid inside the housing. Visual inspection and functional leak testing was performed and revealed a leak coming from the welded area of the volume indicator port located inside the housing. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.